Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation of an intraocular lens (iol) the scratch was found on the lens after implantation. When implanting the iol with the same injector, the scratch was found again. The iol was implanted without problems after replacing the injector with another one. Incision size: 2.4 mm and removal size: 3.5 mm. Additional information was requested and received stating scratch was found on the lens, so the wound was enlarged, the lens was removed, and a second lens was inserted. The second lens had a scratch, but it was left in place because no health hazard was anticipated. There was no potential health impact. Additional information was received stating surgeon requested to investigate the iol.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Iol(intraocular lens) returned pressed down into well area of iol case base. Solution is dried on both surfaces of the optic and haptics, blue marker is also present on one haptic and the optic. Both haptics are bent/deformed. Iol cleaned. The optic is cracked/fractured and scratched/marked-rejectable we are unable to determine the root cause for the reported complaint " scratch found on iol after implantation". The returned iol shows evidence of possible handling by the customer due to the presence of solution dried on both surfaces of the optic and haptics and blue marker. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).